Event description:
It was reported that a neurostimulator had been implanted 27 days past due date. There was no reported effect on the patient.

Manufacturer narrative:
Product ID 3093-28, lot # va00hkc, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).